Manufacturer narrative:
Reportable malfunction with inomax dsir dg20160076 was documented and investigated under: (B)(4). The distributor is responsible for all the service and preventive maintenance for this device. The distributor provided mallinckrodt with the device's service logs for review. Mallinckrodt identified a reportable malfunction, low no alarm in conjunction with zero flow measured by the connected injector module (im). The low no alarm occurred on 24 jun 2022. There was no reported complaint for the issue/alarm of low no alarm for this device. Inspection of the returned device identified that pin 6 of the dsir head's im cable receptacle was damaged. The root cause for the low no alarm was likely due to a damaged im cable receptacle pin. As a result, the distributor replaced the injector module cable receptacle. Trends were reviewed for this reportable condition and determined to be within the established control limits.

Event description:
An internal employee performed a service order review for inomax dsir dg20160076. Pin 6 of the device's injector module (im) receptacle cable was observed to be damaged. In addition, a service log review identified a low no alarm with zero im flow. Together, these findings meet the criteria of a reportable malfunction. This reportable malfunction was identified during a routine review of the service order and service log for a device located in germany. There was no report of patient harm associated with this event.